Event description:
Add'l info rec'd from customer: three cases of endophthalmitis occurred with same surgeon. No similar incident with other surgeon using same machine. Pt cultures were negative. Treated with intravenous and intravitreal antibiotics. Pt 2 of 3: va is light perception plus.

Event description:
Rptr noted endophthalmitis seven days post-op.